Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced diabetic ketoacidosis. The patient reported that he started vomiting on sunday night, was feeling sick/unwell, vomiting. Therefore, on monday patient was admitted to ICU due to diabetic ketoacidosis. The patient's blood glucose level at the time of hospitalization was over 600 mg/dl. During hospitalization, the patient received intravenous insulin drip. Currently, the blood glucose level of the patient was 173 mg/dl. No further information was available.